Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that his son was hospitalized due to high blood glucose. The customer's father stated that the emergency medical services were called. The customer's father also reported that they received a no delivery alarm. The customer's blood glucose was unknown at the time of the incident. The customer's father stated that his son was given insulin drip by the paramedics. The customer's father stated that his son was wearing the insulin pump during the emergency call. The date of the hospitalization was (B)(6) 2014. The customer's father declined to troubleshoot. The insulin pump will not be returned for analysis.